Manufacturer narrative:
Concomitant medical products: product ID 3889, serial# unknown, implanted: (B)(6) 2018, product type lead. Section information references the main component of the system. Concomitant medical products: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence. It was reported that the patient alleged lead wire dislodgement. It was reported that the patient was being very active which may have led to the event. Patient's wife stated they were trained as a registered nurse and was a patient and knew how to reconnect the wires. Patient's wife mentioned it was working fine at the time of the call. They were advised to consult with a physician, it was reported that it was unknown if the issue was resolved. No symptoms were reported. No further complications were reported or anticipated.